Event description:
Patient was revised to address metal toxicity and metallosis.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe pain, unable to sit for long period of time, revision surgery, multiple complications related to cobalt cardiotoxicity including cobalt induced cardiomyopathy and death related to cobalt cardiac cobaltism. Lab results of metal ions were greater than 7 parts per billion. Biopsy results for cardiac tissue were probable cobalt cardiomyopathy per pathology. Medical records reported vertical cup, squeaking, slipping sensation, clicking and weakness. Revision surgical report noted metallosis, metal staining of tissue, psoas infiltrated by cyst and cup was anteverte approximately 20 degrees from anterior wall. Part/lot updated. The complaint was updated on: may 5, 2016.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. Other reports found against the liner and femoral head. Per procedure (B)(4), these devices are exempt from device history record review. One other report found against the cup, and no others against the femoral stem. Review of the acetabular cup device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 12/11/2015: litigation papers allege corrosion and friction wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released throughout the patient's body including but not limited to the tissue surrounding the implant and into her bloodstream. The patient was diagnosed with cobalt induced cardiomyopathy. The patient died on (B)(6) 2014 as a result of multiple complications of cobalt cardiotoxicity.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address metal toxicity and metallosis. Doi: 2008 - dor: (B)(6) 2014 (right hip) the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.